Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer had to change the cartridge due to this issue and declined troubleshooting, after which the case was closed by customer technical support.